Manufacturer narrative:
Concomitant medical products: product ID 37651, serial# (B)(4), product type: recharger; product ID 7438, serial# (B)(4), product type: programmer, patient; product ID 3387s-40, lot# va03hnx, implanted: (B)(6) 2012, product type: lead; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2012, product type: extension; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2012, product type: extension; product ID 3387s-40, lot# va03hnx, implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
It was reported the patient had intermittent stimulation on their right side only. It was noted there was no known accident or incident related to the event. It was stated the patient believed one of the wires had become disconnected from their chest battery. It was noted the patient¿s right said had no control anymore and that was their ¿bad side.¿ it was noted the patient had an appointment scheduled with their health care professional (hcp) on the day after report. It was stated ¿it says on and okay.¿ it was noted when the stimulation is turned off the left side of the body starts shaking as well but the right side doesn¿t change whether stimulation is on or off and it continues to shake. It was noted it began intermittently 3 weeks prior to report. It was stated the first time it went off it was off for 24 hours. It was noted the device didn¿t stop working; the stimulation just wasn¿t working on the right side. It was noted at the time of report the patient¿s stimulation was off on the right side but on the patient programmer it states it is ¿on and okay.¿ it was noted there had not been any falls or trauma.